Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity and menometrorrhagia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced pain in extremity ("leg problems, legs pain") and back pain ("back problems, back pain"). In august 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, 6 years 3 months after insertion of essure, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypersensitivity ("chronic allergic or hypersensitivity reaction"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove essure-bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, tooth disorder, allergy to metals, weight increased, pain in extremity, back pain, alopecia, migraine, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, headache, hypersensitivity, migraine, pain in extremity, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: current weight 260 lbs. Discrepant information in removal date- (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events chronic allergic or hypersensitivity reaction, dental problems, nickel allergy, weight gain, leg problems, legs pain, back problems, back pain, hair loss, migraines, headaches, abdominal pain and essure confirmation test: no added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity and menometrorrhagia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced pain in extremity ("leg problems, legs pain") and back pain ("back problems, back pain"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, 6 years 3 months after insertion of essure, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypersensitivity ("chronic allergic or hypersensitivity reaction"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove essure-bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, tooth disorder, allergy to metals, alopecia and migraine had resolved and the hypersensitivity, weight increased, pain in extremity, back pain, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, headache, hypersensitivity, migraine, pain in extremity, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: current weight 260 lbs. Discrepant information in removal date- (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Most recent follow-up information incorporated above includes: on 31-oct-2018: plaintiff fact sheet- outcome of allergy to metals, tooth disorder, pelvic pain, alopecia, migraines updated to recovered / resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.